Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular dissection. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a distal aortic arch aneurysm using conformable gore® tag® thoracic endoprostheses. Intra-procedure imaging revealed a proximal type I endoleak, and the physician elected to implant a non-gore endoprosthesis proximally to treat the endoleak. The non-gore endoprosthesis was inserted and deployed through a gore® dryseal sheath with hydrophilic coating (dsl2228j/14869501). Upon withdrawal of the introducer sheath, a dissection was revealed in the right common iliac artery. It was reported that there appeared calcification in the bilateral common iliac arteries. A bare-metal stent was implanted to repair the dissection. The patient tolerated the procedure.